Manufacturer narrative:
Device history record is not available due to insufficient device data. Device evaluation: visual analysis of the returned device identified: weight to the spec, creases flat . No other observations observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side implant exchange with no complaint against the device. Healthcare professional later reported capsular contracture baker grade unknown. Device has been explanted and replaced.